Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through follow-up, we received a copy of the operative report. Unfortunately, the surgeon is uncertain of the whereabouts of the device. A device history record review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 82.9 months, due to mitral regurgitation and stenosis.